Event description:
During cutting of the cornea during refractive surgery with lasik, a button hole occurred with tearing of the flap. This incident resulted in a central corneal would with corneal opacity leading to come degree of vision loss. The patient was treated with a laser to mitigate the results.

Manufacturer narrative:
Report was received via another country's competent authority. The event was not reported to the manufacturer at the time of the incident.